Event description:
Patient's ventilator stopped ventilating. No alarms, no warnings, no messages in the display window, the nurse had to maually ventilate the patient utilizing the ambu bag. Additional information provide: the ventilator ws not ventilating with the display lights on with no alarm. A care provider recognized this and turned the ventilator of and then on again and the ltv seemed to ventilate properly. The unit was removed from the patient and replaced with a back up ventilator.